Event description:
The complaint is reported as: "on (B)(6) 2020, the red luer hub was found broken during usage on the patient. This long-term hemodialysis catheter was used on (B)(6) 2020." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned a connector assembly for evaluation. Signs-of-use in the form of biological material was observed on the inside of both extension lines. The customer also provided a photo which shows a large crack along the arterial luer hub. Visual analysis revealed the red (arterial) and venous (blue) luer hubs contained cracks along the top surface of the hubs and one surface crack along the side of the arterial hub. The damage appeared consistent with repeated tightening on the luer. The connector assembly was functionally tested by flushing both lumens using a water-filled lab inventory syringe. When both lumens were flushed, no leakages were observed. This is likely due to the damage being on the surface of the hubs and not cracking through the interior of the hubs. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The arterial (red) and venous luer hubs contained cracks. The appearance of the cracks were consistent with over-tightening on the luer. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
The complaint is reported as, "on (B)(6) 2020, the red luer hub was found broken during usage on the patient. This long-term hemodialysis catheter was used on (B)(6) 2020." No patient harm was reported. The patient's condition is reported as fine.